Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the back housing did not maintain date and time¿ was confirmed. The main board was replaced to correct the reported issue. Further investigation found the downstream occlusion (dso) seal was detached and replaced. The device event log/alarm history was reviewed and there are no errors related to the customer complaint. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the back housing did not maintain date and time¿; during device evaluation it was found the downstream occlusion seal was detached. The event occurred during testing.